Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: in the event description it does not specify how many devices had an issue. However, according to the impacted product page it says 8 devices were involved. How many products were involved? Reporter gave jjm rep reference to all batch available on shelf to report. Cannot confirm how many was involved. If more than 1, what was the issue with the other devices? All same issue suture pull off. How many devices will be returning? 13 representative samples. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? During passing through tissue/tying. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Not provided. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No issue reported. No patient adverse reported, this was during procedure, new sutures were opened to complete. Reporter cannot confirm how many cases this occurred in.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description it does not specify how many devices had an issue. However, according to the impacted product page it says 8 devices were involved. How many products were involved? If more than 1, what was the issue with the other devices? How many devices will be returning? What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events reported via 2210968-2021-05616, 2210968-2021-05617, 2210968-2021-05618, 2210968-2021-05619, 2210968-2021-05621, 2210968-2021-05622 and 2210968-2021-05623.

Event description:
It was reported that a patient underwent an open aortic aneurysm procedure on (B)(6) 2021 and suture was used. The needle came off the swage. There were no adverse patient consequences reported. Additional information will be requested.